Event description:
It was reported that a pair of cerclage passer dividable forceps tips do not line up properly. The malfunction was discovered while surgeons at the facility were testing them. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Subject device has been received and evaluation is in process. Investigation is on-going no conclusion can be drawn. Placeholder.

Manufacturer narrative:
Complaint deemed non-reportable.